Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: lumbar spondylosis, stenosis, facet arthropathy, lumbar degenerative disk disease, collapse of disk, severe low back pain in l5-s1. Procedure: posterior lumbar laminectomy, osteotomy, placement of anterior intervertebral device, arthrodesis anterior spinal, posterior spinal arthrodesis, placement of posterior spinal instrumentation, harvest of fat graft and placement of fat graft over the dura, bone marrow aspiration as well as repair of durotomy. As per-op notes: ".. Hollow center was packed with autograft harvested from the laminectomy as well as bone morphogenic protein.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.